Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: birth control pills from 2000 to 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain") and abdominal pain ("severe abdominal cramping"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, abdominal pain, dyspareunia, fatigue and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: the outer coils of the essure micro-insert that appeared trailing into the uterine cavity were 5 and 6, respectively. Plaintiff has not yet been able to undergo surgery to remove the essure and still suffers to this day from the symptoms reported. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records and plaintiff fact sheet provided. Case upgraded to incident. Information added: details of essure insertion, date of birth, insertion/removal dates updated, event ¿essure confirmation test not performed¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for an unreported indication: birth control pills from 2000 to 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain") and abdominal pain ("severe abdominal cramping"). The patient was treated with ibuprofen, ibuprofen (advil) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, abdominal pain, dyspareunia, fatigue and migraine had not resolved and the vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the outer coils of the essure micro-insert that appeared trailing into the uterine cavity were 5 and 6, respectively. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: events onset date added; treatment drug provided; abnormal bleeding (vaginal) and headaches added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.